Event description:
Heartmate 3 presents with uniquely complicated and prolonged gastrointestinal bleeding event beginning ~ 4 weeks postop, and continued off and on over an 8 week period. During that time the pt received an abundance of transfused blood and blood products. The source was an anorectal ulcer which required multiple bedside interventions over this 8 week period including packing, suture, clipping & gelfoam; multiple endoscopic procedures including 4 colonoscopies, 2 esophagogastroduodenoscopy procedures (egds), 2 sigmoidoscopies; and a fistulotomy with cautery. A high risk diverting ostomy was recommended for management, however the family declined. Pt was critically ill in an ICU setting during this entire event, and subsequently expired. The gastrointestinal bleed likely contributed partially to cause of death but was certainly not the sole cause in the medically complicated pt.